Manufacturer narrative:
Additional information was received on 08/19/2015. Returned sample was received, sachet has a orange stain on the sachet near the right hand seal approximately 2cm in size. This has caused a small blemish on the edge of the dressing. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on 08/19/2015. Returned sample was received, sachet has a orange stain on the sachet near the right hand seal approximately 2cm in size. This has caused a small blemish on the edge of the dressing. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Add'l info was received on 08/07/2015. Photographs did confirm evidence of "orange color" within the sachet but it cannot be identified what the cause is. A sample was expected but has not been received at time of eval, therefore, this investigation has been based on batch history record review. Batch records have been reviewed; all required specifications have been met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. After a detailed batch review, a discrepancy was found. This warrants further action and a nonconformance will be opened. It was discovered on (B)(6) 2015 that the device manufacture date was incorrect from the initial MDR MFR # 1000317571-2015-00073 that was reported on 08/07/2015. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The investigation is in progress. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported and depicted with photos that a orange-reddish colored stain was found inside the pouch prior to use. No patient involvement was reported.